Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The caller reported that the touch screen was not working. There was no patient involvement.